Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged dental bridge (dislodged dental bridge).

Event description:
The customer reported the bridge on teeth #28 through 31 broke while wearing the retainer. The customer required medical intervention and restorative work was performed. As a result, retainer treatment was discontinued.